Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unspecified drugs added to dianeal solution (doses, frequencies, and routes not reported). The patient was recovered from the event, and pd therapy was temporarily withdrawn. It was not reported if the patient was hospitalized for the event. No additional information is available.